Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock came apart and leaked. This occurred on 137 occasions. The following information was provided by the initial reporter: it was reported that the tubing comes apart and fluid spills everywhere. Verbatim: tubing comes apart easily. After 1.5 hours IV fluid running, tubing comes apart and fluid spills everywhere. This can cause adverse patient impacted related to infection and dosing of medications given during procedures.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of leakage due to a set coming apart was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx4452 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.